Manufacturer narrative:
The reported high impedance issue was not confirmed. Analysis of the returned ipg found it communicated with all lab utilities, and passed all functional testing on the ate, which specifically tests for header integrity through a process of 55 iterations of lead impedance testing and calculation. The allegation of patient flipping the ipg was confirmed through analysis of associated returned lead extension.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Patient's weight was requested but not received.

Event description:
It was reported the patient was flipping their ipgs in the pocket as a result the patient's extensions have twisted, causing impedance issues. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein, both ipgs and both extensions were explanted and replaced to address the issue.